Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. D4: batch #660d69. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and an ecr45b reload loaded on the device. The reload was received partially fired 1/10, with the reload pan partially dislodged from the left proximal side. In addition, 2 double drivers missing and 1 double driver out of position, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98e0y, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 660d69, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy, the device could not be fired and had no motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still did not fire and had no motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.